Event description:
Bleeding from lower port reported. Report rec'd from abbott international affiliate, abbott canada, which states: "blood blackflowing out of the lower port (originated in operating room)." Add'l info rec'd states: "there was no infusion taking place at the port at which the blood was leaking. There was a "dead-ender" on this port. The blood was coming back and leaking out of the port. There was blood dripping from the port continuously. The nurse tried to change the "dead-ender" and the problem persisted. The nurse also tried flushing the line without success. As a result the entire tubing needed to be replaced. The pt implicated in this incident was a post-operative pt and was most likely being administered 2/3, 1/3 normal saline. She was not certain if this was indeed what was given to the pt." Add'l info has been requested, no further info has been rec'd.